Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the screen unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure ongoing insulin delivery.